Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, a two inches flame appeared at the device tip when it was plugged into the generator. There was no patient involvement.